Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a couple of no delivery alarms that were resolved by changing their infusion set. The customer's blood glucose level at the time of the incident is unknown although she reported that her blood glucose level was high. No troubleshooting was done for the elevated blood glucose. The infusion set is expected to be returned. (B)(6) 2016 pst crm rfc user (crm_rfc_user) complaints text (B)(6) 2016. (B)(6) also see (B)(4). Complaints text (B)(6) 2016 (B)(6). Also see (B)(4) complaints text (B)(6) 2016 (B)(6). Initial notes: while checking her alarm history for high bgs discovered a couple of no deliveries on the pump inquired what led up to the complaint. Customer response: customer stated that she was probably trying to bolus when the no deliveries happened customer indicates serious injury/hospitalization: no no delivery alarm t/s per (B)(4). Patient's bg at time of incident: n/a mg/dl. Expl no delivery alarm and possible causes. Customer reports the alarm was resolved by an infusion set change. Adv to do a complete set change as soon as possible. Customer would like to return the set for analysis. Customer does not want to return the reservoir for analysis. Customer reports the alarm did not occur during manual prime. Customer is not able to troubleshoot at time of call. Unable to determine the cause of the issue. Returning product based on customer's request. Mmt-(B)(4) customer's outcome pertaining to the complaint: will send out some packaging g and sets to the customer ship: (B)(4), 1 lg canister, 1 lg envelope / return: (B)(4).